Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Patient representative provided documentation detailing the patients device history. Both pre and post-operative diagnoses note ¿right breast implant associated anaplastic large cell lymphoma.¿ further reported was ¿spontaneous swollen right breast¿ and imaging which showed a complex fluid collection surrounding the right implant in the capsule. Aspiration of the fluid was sent for cytology and showed findings consistent with breast implant associated anaplastic large cell lymphoma. Patient had a pet CT scan which showed evidence of an involvement outside of the breast capsule. There was no evidence of local lymph node involvement. At one point, the capsule was inadvertently ruptured and thick, white, fluid drained out. This was aspirated. Capsulectomy was continued circumferentially. The capsule was opened about 2 cm and there was some thicker, white, granular substance within the capsule.¿ while the event of alcl has been reported and testing is noted to have occurred, neither pathology reports nor the markers of cd30+ and alk- have been reported. Affected side is right. The device has been explanted.